Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error. The customer¿s blood glucose level was 300mg/dl at the time of the incident. The customer reported that every time she changes the battery she gets unexpected restart alarm. The customer reported that the external ram crc error does not appear on the screen but it resets that pump and it is showing in the alarm history. Alarm occurred shortly after inserting a new battery. Pump alarmed unexpected restart even after inserting new battery. The customer declined troubleshooting for the high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed unexpected restart error alarm after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Device passed the rewind test and displacement test. No unexpected external ram crc error alarm noted during testing. Device had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.